Manufacturer narrative:
Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate high results was not duplicated during testing. One of the freestyle blood glucose readings as reported by customer was found on meter internal log.

Event description:
Caller reported performing tests with the freestyle meter and getting results of 235 and 320 mg/dl for back to back test. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.